Event description:
It was reported via a trial that the patient is in need of an aortic valve and coronary artery bypass graft surgery, but before the cardiac surgery can be done, the patient required treatment of his carotid stenosis. Five days after the implantation of the acculink stent in the left internal carotid artery, the patient experienced chest pain while walking and took a nitroglycerin tablet. He then experienced sudden right-sided weakness, numbness, and difficulty speaking. The patient was admitted to the hospital where a CT scan of the head showed a 3 to 4 centimeter left parietal intracranial hemorrhage secondary to hyperperfusion syndrome, but the patient was not a surgical candidate. The patient's aspirin and plavix were discontinued. The patient was also found to have electrocardiogram abnormalities and elevated troponin levels. He was diagnosed with an inferior non st elevation myocardial infarction (mi). The cardiologist recommended treating the patient's mi with medicine only, rather than doing a cardiac catheterization in light of the patient's intracranial hemorrhage. The patient was placed on a mechanical ventilator for one day. The patient showed some improvement, but had persistent lethargy and right-sided weakness during the course of his hospital stay. The patient's status was changed to a do not resuscitate and do not intubate. The patient was transferred to a rehabilitation facility after seventeen days of admission. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: stroke, neurological deficit, hemorrhage and myocardial infarction may occur during this type of procedure and as listed in the instructions for use are known potential adverse patient events associated with the use of the product. There was no device malfunction reported that could have contributed to the event. Information available in the case description is not sufficient to determine a relationship between the event and the abbott vascular product. Based on available information, a definitive cause for the reported patient adverse effects and the relationship to the product, if any, cannot be determined, however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.